Event description:
--

Event description:
Boston scientific received information that during a follow up loss of capture was noted on this left ventricular lead. In addition, out of range pacing impedances were confirmed. When an x-ray was performed a lead fracture was evident. A lead extraction and replacement will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information when it comes to the revision procedure this investigation will be updated.

Manufacturer narrative:
There is no additional information when it comes to this lead explant. Should additional information become available this investigation will be updated.